Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia, hemolysis, and renal failure requiring intervention. The impella cp device was placed without issues and the surgeon turned the patient down for surgery. Therefore, the physician proceeded with protected percutaneous coronary intervention (pci) of left main-left anterior descending artery and left circumflex stenting. The patient's pulse pressure went away during the left main-left anterior descending artery intervention and resolved after stenting was complete. The decision was made to leave impella in over the weekend and let patient rest. The patient was transferred to the unit on impella mcs. Same day, post implant, the patient was transferred back to the catheterization lab for fem-fem external bypass. The patient as noted as stable and support continued. The next day, mcs was planned for the weekend, and the physician discussed recommendation to withdraw impella 0.5cm due to noted hemolysis. Over the next couple of days, the patient was noted as doing well. Distal pulses were found with doppler bilaterally. Groin site was noted as stable. However, it was noted the patient was transferred to an outside facility in which renal failure was noted and possible start of continuous renal replacement therapy. Pulse remained confirmed via doppler. Groin site clean dry and intact. Update noted hemolysis was still present and the impella mcs support level was turn down from p-9 to p-6. Additional information noted crrt was initiated due to lack of urine output which could have been due to impella and hemolysis. A couple of days thereafter, the patient was successfully weaned, and the device was explanted with a survived outcome. Using double wire technique, the physician perclose successfully and the angiogram of the right leg was taken with no noted issues. It was further noted that the patient remained on crrt after the impella was removed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿